Event description:
It was reported that post-paced t-wave oversensing was observed on the device. Abbott technical support recommended reprogramming the device to resolve the event; however, no intervention has been performed. The patient was in stable condition and will continue to be monitored.